Event description:
Multiple false susceptible results were obtained during an eval of rapid gram negative panels with ticarcillin/clavulanate and e. Coli and klebsiella species. Customer tested 101 strains, 6 of which were resistant. The rapid system demonstrated 3 categorical errors when compared to another commercial system.